Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Surgeon reported patient had a mature cataract and there were no complications during the surgery. One day post-operation grade 3 corneal burn was observed. Follow-up at fifteen days shows burn decreased to grade 1.

Manufacturer narrative:
Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. Also ellips fx handpiece was tested and no problem was found. The system meets amo specifications.

Manufacturer narrative:
Review of the device history record was performed and system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue.

Manufacturer narrative:
Information received that patient healed.